Event description:
The customer reported that his insulin pump alarmed motor error. The blood glucose reading at time of call was 92mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. The displacement test was performed and failed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test.